Event description:
The customer reported that the system would display a communication error and lock up, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system but no conclusion can be drawn as further repair information is not available.